Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the nurse noticed a puddle of fluid below the infusion pump. Upon inspection after opening the door of the lvp she could see that the pumping segment was torn or separated and leaking at the junction where the segment connects to the blue upper fitment piece that fits into the pump. There was no patient harm.